Event description:
It was reported that during a da vinci hysterectomy procedure, arcing of electrical energy was observed from the permanent cautery spatula instrument. In addition, a 5 cm red burn mark was found adjacent to the port site incision by arm 1. On (B)(6) 2015, intuitive surgical, inc. (Isi) contacted the site's robotics coordinator who was present during the surgical procedure. According to the robotics coordinator, arcing from the instrument was observed a short time after the instrument was first used. Prior to the start of the surgical procedure, the instrument and cannula were inspected and no issues were identified. After the arcing event occurred, the surgical staff replaced the instrument with a new permanent cautery spatula instrument. At an unspecified time during the surgical procedure, the surgical staff noticed a burn mark by the port site incision where the affected permanent cautery spatula instrument had been installed. At the conclusion of the surgical procedure, an unspecified ointment was placed on the affected port site tissue that was allegedly burned. The robotics coordinator was unable to confirm whether the port site injury was actually burned or bruised tissue. The robotics coordinator indicated that the affected permanent cautery spatula instrument was in the possession of the site's risk management and has not been returned to isi for evaluation. On (B)(6) 2015, isi contacted a nurse from the site who was also present during the surgical procedure. She was unable to specify what type of ointment was administered to the port site burn. However, the nurse explained that it is not a standard procedure to apply ointment to port site incisions post-operatively. She described the port site burn as being linear and was a few centimeters in length. The nurse was also unable to confirm if the port site injury was a burn or bruise. On (B)(6) 2015, isi contacted the isi clinical sales representative (csr). The csr was not present in the or when the arcing event occurred. He did not know what part of the instrument the arcing was observed or where the electrical energy arced to. After the event occurred, the csr saw the reported burn mark and described the injury as being reddish and superficial. He stated that there were no visible blisters. He did not know what type of ointment was applied to the burn mark. A few weeks after the event occurred, the surgeon informed the csr that the patient was doing well and the burn mark had disappeared.

Manufacturer narrative:
Based on the information provided, isi has not determined the root causes for the operative complication experienced by the patient. In addition, the instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted. A review of the site's system logs with a procedure date of (B)(4) 2015 revealed that no related system errors were found to have occurred during the surgical procedure that would have likely caused or contributed to the patient's intra-operative injury. Based on the information provided, this complaint is being reported due to the following conclusion: the site claimed that electrical energy arced from the permanent cautery spatula instrument. There is no indication that a serious patient injury occurred.